Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive troponin results on the architect i1000sr analyzer. Patients were (B)(6) on architect (approximately 0.36) and (B)(6) on another method (beckman). The sample ids are: o8280034, o8280068, o8270098, o8270111, o8270018, o8270055, o8270056, o8250308, o8260017, o9010150, o9010150. No specific initial or repeat data was provided. There was no impact to patient management beyond being redrawn at the second facility.

Manufacturer narrative:
A second lot was added to concomitant products: 64670un16 further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures and replacement of two parts: manifold kit valves (part number 7-77612-03) on the trigger/pre-trigger manifold. Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified.

Manufacturer narrative:
The conclusion code was corrected to (B)(4). The device evaluation was reassessed and concluded that a malfunction of the valve, manifold kit was identified, therefore, the device was not performing as intended, however, no systemic issue or product deficiency was identified.